Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein gen.2 and ldl cholesterol gen. 3 on a cobas c 503 analytical unit. A second patient sample also had discrepant results for albumin gen.2 on the same analyzer. The first sample initially resulted in a total protein value of 3.0 g/dl and it was repeated twice with values of 6.7 g/dl and 6.4 g/dl. This sample initially resulted in an ldl value of 58 mg/dl and it was repeated twice with values of 123 mg/dl and 124 mg/dl. The second sample initially resulted in an albumin value of 2.0 g/dl and it repeated as 3.5 g/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The customer cleaned the sample probe and ran controls. Control results were normal. The investigation is ongoing.